Event description:
Reference MDR #1219856-2009-00374 for the first event an MDR #1219856-2009-00376 for the third event involving the same patient. It was reported that this intra-aortic balloon (iab) was prepped per instruction. After removing the iab from the tray, the "balloon was found to be unwrapped immediately". As a result, the md requested another iab for the insertion.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.